Event description:
Report rec'd of unrequested pca bolus doses of dilaudid. The pt was receiving dilaudid 5mg/ml. The pump was programmed to deliver in the continuous plus bolus mode, 1.5mg/hr rate with a bolus dose of 0.5mg and a 10-minute pt lockout. The customer rec'd a call from the homecare pt stating that the pump was giving unrequested bolus doses. The customer went to the pt's home and disconnected the bolus cord the pump reportedly continued to give unrequested doses. The family stated that "the pump had intermittently given unrequested bolus doses all day". The customer noted that the pump was sounding intermittent "shrill noises". The customer shut off the pump, and the pump continued to make noise. The batteries were removed. The pump did not display a message and did not sound like the expected alarm tone. The customer replaced the pump. The pump history was reviewed at 11:00pm and 64 bolus requests were recorded. At 11:40pm the history a total of 259 bolus requests. The customer reported that the pt only rec'd 2.5mg of dilaudid unrequested in the time from 11:00pm to 11:40pm due to the 10-minute pt lockout working as expected. The customer did not specify if the pt had rec'd the unrequested bolus doses during the day, as reported by the family. The pt did not experience any adverse effects. Though requested, no further info was available.